Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thump. A review of the pump history and pump diagnostic trace files reveals there were six (6) pump error 130 mfda alarms. A pump error 130 alarm requires the pump to be rewound after the alarm is cleared (the pump acted as expected). Pump error 130 alarms are listed below: 11/02/2023 07:19:24 alarmalertnotification (40) faultnumber: mfdaalarm (130) linenumber: 613 filenumber: 121 . 11/07/2023 19:36:30 alarmalertnotification (40) faultnumber: mfdaalarm (130) linenumber: 613 filenumber: 121. 11/10/2023 05:34:54 alarmalertnotification (40) faultnumber: mfdaalarm (130) linenumber: 613 filenumber: 121. 11/11/2023 07:22:54 alarmalertnotification (40) faultnumber: mfdaalarm (130) linenumber: 613 filenumber: 121. 11/15/2023 04:27:16 alarmalertnotification (40) faultnumber: mfdaalarm (130) linenumber: 613 filenumber: 121. 11/16/2023 20:40:15 alarmalertnotification (40) faultnumber: mfdaalarm (130) linenumber: 613 filenumber: 121. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing. No unexpected alarms, alerts, or rewind requests occurred during the testing. The pump error 130 alarms found in the history and trace files may have been an intermittent failure not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that pump gave rewind required alarm repeatedly, also reported hairline crack on the back of the pump. Troubleshooting was performed and found that the customer reported hairline crack. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.